Event description:
It was reported that the patient presented to the emergency room with chest pain. The right ventricular pacing impedance has dropped. The r-wave amplitude had also dropped. There was undersensing during the real time egm. Patient had intrinsic rhythm, but the device was av pacing. There was no capture at max output. The sensing vector was reprogrammed. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.